Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus was not working, and that the programmer was unable to update and had a system error. It was indicated that the main printed circuit board (pcb) was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working, and that the programmer was unable to update and had a system error. It was also reported that the analyzer would not connect to the programmer. The programmer and analyzer were returned for service. There was no patient involvement.